Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse called and reported that the customer received emergency medical assistance due to low blood glucose, with blood glucose of 36 mg/dl at the time of the incident. The customer was at 300 to 290 mg/dl at the time of the call. The customer was taken off the pump to treat. The customer was wearing the insulin pump during the incident. The customer's settings were changed by the doctor. Troubleshooting was not completed. The insulin pump will not be returned for analysis.